Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography (ercp) the physician noticed device debris in the pt's pancreatic duct. Attempts to extract the debris out of the pancreatic duct with an olympus balloon proved unsuccessful. The pt was said to have immediately received a pancreatic stent procedure, and the physician indicated that the material would likely pass naturally from the pt. The pt's current condition is unk. Following the procedure, it was determined that the debris was likely from the guidewire, which was supplied by another company.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The hospital has declined to return the devices for evaluation. If any of the subject olympus devices are received at a later date, and/or if further significant info is obtained, the report will be supplemented. The cause of the user's report could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.